Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a hypoglycemic event occurred. The patient inserted the sensor into the abdomen on (B)(6) 2019. They stated that they received a sensor failure alert which indicated that they should replace the sensor and that they would not receive alerts, alarms, or sensor glucose readings. However, they indicated that as a result of the failure (i.e. Having no readings), they had a diabetic reaction that afternoon while driving and passed out from a low blood sugar. They were passed out on the side of the road for four hours before someone found him. He was woken up by the rescue team and the police who checked his finger stick and got a blood glucose value of 38 mg/dl. The patient was given glucose via intravenous (IV) therapy. The paramedics were going to take him to the hospital, but he declined. At the time of contact, the patient was at home, stable, and feeling better. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.